Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 630cc breast implant had an area of missing material within a crease/fold on the posterior view measuring approximately 1.3 cm x 1.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with two 630cc mentor smooth round high profile saline breast prosthesis and experienced bilateral deflations post-operatively which were confirmed via a physical consultation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile saline breast prostheses on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneous information in the previously submitted report: section h3. Device evaluated by manufacturer? Should have been marked "yes" and has been updated. Section h3. Reason for non- evaluation should have been left blank. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).